Manufacturer narrative:
(B)(6). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that an open drill bit broke during a lateral entry femoral nail on (B)(6) 2017. The drill bit was reported to have broken as the surgeon was attaching it to the reamer. The part that attaches to the reamer broke off causing an estimated two (2) minute delay in surgery as the surgeon switched over to a new drill bit. The surgery was completed successfully with another drill bit. The patient outcome was reported as perfect. Concomitant devices reported: 3.2 mm guide wire (part 357.399, lot unknown, quantity 1). 22.0 mm/17.0 mm protection sleeve (part 357.410, lot unknown, quantity 1). This is report 1 of 1 for (B)(4).